Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient did not recharge his ipg. As a result, the device became inoperable. The sjm met with the patient and confirmed the issues using other external devices. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where the ipg was explanted and replaced with a different model. The patient reported effective therapy post-operative and the reported issue is resolved.